Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the tracheostomy tube was used clinically on the same day to maintain the airway of tracheostomy for the patient, and it was found that the airbag leaked during use. The problem persisted after removing it and testing it again, and the follow-up operation was done after the trach was replaced. It was found that the control valve of the air cutting sleeve was insufficient, resulting in air leakage. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.